Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the pancreas to treat walled-off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the axios stent was misdeployed into an exophytic renal cyst. Subsequently, the patient was referred for surgery and experienced pain and discomfort. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f19 is being used to address surgical intervention.